Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the probe. The probe was manufactured on january 27, 2015. There were 930 paks associated with this lot. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this product. Based on qa assessment, the product met specifications at the time of release. A 27ga flexible tip laser probe was received for evaluation. A visual assessment of the returned sample was performed on (B)(4) 2016 and showed that the laser probe cannula was slightly larger in diameter in the middle. The laser probe cannula was inserted into a 27ga trocar, but became stuck mid-way in the trocar right at the segment where the diameter increases. The sample was evaluated at receiving inspection (ri), where the laser probe cannula was found to have a dent, causing the larger diameter. This area was found to have an outer diameter of 0.01611-0.01731in, which fails the company specification of 0.0160-0.0165in. How or when the sample became nonconforming could not be determined conclusively. The root cause of the reported event can be attributed to the dent in the laser probe tip cannula. However, how or when the sample became nonconforming could not be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that the probe was unable to be inserted into the trocar prior to a surgical procedure. The procedure was performed after replacing the product with another probe. There was no patient involvement.